Event description:
Subsequent to the initially filed report, the following information was received. It was reported that this was a closure of an unspecified access site using a prostyle device relative to an ablation procedure. Reportedly, it was believed by the account that the suture got deployed in the patient tissue tract. The method used to achieve hemostasis was not provided. The patient reported feeling pain, and the access site was noted to be "puckered". There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effects of vascular injury and pain are listed in the prostyle instructions for use (IFU). The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b3 - date of event: updated from estimated 06/26/2024 to estimated 6/24/2024 e1 - first name, last name: updated g3 - date received by mfg: initial report aware date, filed in MFR# 2024168-2024-08572-00, updated from 06/26/2024 to 06/25/2024 h6 - health effect - clinical code: code 4582 was removed and codes 4559 and 1994 were added. H6 - medical device problem code: code 3190 was removed and code 2616 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unspecified access site using a prostyle device relative to an unspecified procedure. Reportedly, an unspecified procedure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. The date of event will be estimated as 6/26/2024.